Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was failed. A field service engineer (fse) inspected the machine, found that the pyxis bus cable was fully seated and the power indicator was illuminated. The manual release latch was observed to be in a half position, neither fully open nor fully closed. Then the fse manually released the drawer, at which point the return bin cover was found to be unsecured and jamming the drawer. The return bin cover was then resecured which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer attempted to recover the drawer, but error message displayed on the screen as required maintenance. Additionally, they switched off the station and unplugged the power cord, waited for a couple of minutes. Plugged back the power cords and switched the station back on, but they were still not able to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.